Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial laparoscopic gastrectomy, the stapler was able to fire but was not able to perform last shot requiring another handle to finish the procedure. It was also stated that there was a problem unloading the device. There was no patient injury.